Event description:
Home pt (hp) reports a cut in the pt line during treatment phase drain 3 of 4 of apd therapy. The hp discontinued treatment and began with new supplies. No pt injury or medical intervention was required per the hp. There has been no resulting infection.